Manufacturer narrative:
The investigation determined that the issue was consistent with an isolated pipetting error. The investigation did not identify a product problem.

Manufacturer narrative:
The last calibration performed was within specifications. The qc recovery from 22-sep-2022 to 14-oct-2022 was within specifications. The precision checks were within specifications. The field service representative (fsr) performed a reproducibility test with successful results. The fsr replaced one of the needles. A general reagent problem was ruled out because calibration and qc are acceptable.

Event description:
The initial reporter received a questionable ca2 result from one patient sample tested on the cobas integra 400 plus. The initial result was not reported outside of the laboratory. The initial result was 2.1 mg/dl. The first repeat result was 9.7 mg/dl. This result was considered correct and was released to the patient and the doctor. The second repeat result was 9.8 mg/dl. The reagent lot number is 62349501 with an expiration date of 30-jun-2023.